Event description:
It was reported by the patient that the activator to be used with the implantable loop recorder failed to power up. The batteries were removed and put back in but it still did not power up. The activator was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.